Event description:
It was reported that during the dissection for a robotic laparoscopic inguinal hernia procedure, when using the monopolar curved shears, an error message appeared and the monopolar curved shears became inoperable. The bedside team attempted to remove it in the conventional manner and failed. Requiring the performance of a broken instrument maneuver for removal. After that, a new monopolar curved shears was connected and functioned normally for the entire surgery. Took about five minutes in order to resume the operation. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.